Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured. This record is for a left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d4, d6a, h4, h6.

Event description:
Healthcare professional reported ruptured. This record is for a left side. Device was explanted.

Event description:
Healthcare professional reported ruptured. This record is for a left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, e1, h6. E1- there should be no value in the region state field. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.